Manufacturer narrative:
No analysis was performed at this time per legal request.

Event description:
It was reported that patient presented to the emergency room after receiving a vibratory alert. Upon device check, premature battery depletion was observed. Patient does not receive any ventricular pacing support from the device; did not receive any defibrillation therapies since the last device check on (B)(6) 2017. The patient was sick with flu at the time of device check; therefore, he remained hospitalized until the device was explanted and replaced. Patient is in stable condition.